Event description:
It was reported that the spring coil of an asahi astato xs 40 guide wire had damaged during a peripheral intervention to treat a heavily calcified, chronic total occlusion (cto) in the superficial femoral artery. After the guide wire was shaped, it was advanced into a non-asahi microcatheter when the wire tip penetrated the catheter shaft and the coil became damaged. New devices were replaced to resume the procedure. Plaint old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects associated with this event.

Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in returned to manufacturer. The astato xs 40 guide wire was returned for evaluation. The tip of the returned guide wire was shaped at approximately 2mm from the tip. Fracture of the spring coil was observed at the mid solder located at 15mm from the tip; the fractured coil was gathered distally to expose the core underneath. Fracture surfaces were flat, indicating torsion had caused the observed coil fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the shaped tip of the guide wire might have hit the lumen of the catheter due to tortuous anatomy. When the wire tip was directed transverse to the lumen, it penetrated the catheter wall and therefore restricted its movement. Further applied torsion generated by wire manipulation made the coil unravel and eventually fracture. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.